Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. There was a tear in the d/l tubing just distal to the bifurcation. It is possible that the hemoglide catheter was damaged through use. Bending the catheter at the bifurcation may have created stress concentrations in the d/l tubing and caused the material to gradually tear until the lumen wall was breached. The product was reportedly used for three weeks before the damage was detected. No manufacturing defects were noted on the complaint sample. A chr of lot #reqj0284 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that there was a hairline fracture at the hub to the connector (at the bifurcation). The defect occurred three weeks after implantation.